Event description:
It was reported that the device was noted to have oversensed noise that was consistent with electromechanical interference. The device remained in use until reaching elective replacement indicators. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.